Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was approximately 90 mg/dl. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.